Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited episodes of loss of capture upon review of stored events misidentified as ventricular tachycardia (vt). There were no apparent instances of asystole or adverse effects as the patient had an underlying rhythm. Boston scientific technical services (ts) provided suggestions for additional system testing. Threshold testing was performed and the rv pacing threshold confirmed to be below the programmed pacing output however the physician elected to increase device output and continue monitoring the patient. This system remains in service.